Event description:
On (B)(6) 2010, a doctor reported that he removed a patient's sybronpro xrt implant one week after placement because the patient was experiencing pain. This is the second of two reports.